Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that it was found that the screws were loose. The surgeon performed a revision surgery and elected to remove a portion of the plate and screws by cutting it with a fissure burr. Surgery was completed successfully.

Manufacturer narrative:
The reported event could not be confirmed, as the devices were not returned to freiburg for investigation. And no images were available for review. Review of the available information concluded as follows: as bone healing had already been achieved when the removal surgery was performed, the screws were sufficiently fixated to ensure that stability is achieved until bony healing has occurred. Therefore, the screws worked as intended.

Event description:
It was reported that it was found that the screws were loose. The surgeon performed a revision surgery and elected to remove a portion of the plate and screws by cutting it with a fissure burr. Surgery was completed successfully.